Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case scratches on both sides of the can and header. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. A gradual rise is shock impedance over the last few months was noted, leading up to this high impedance fault. The shock that triggered the fault was the last of five delivered shocks. The first four delivered shocks were within range. The ventricular tachycardia (vt) continued, and therapy was exhausted. According to the field representative, all therapy was appropriate until the last attempted shock in zone, which switched polarity. The patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) according to field representative. Also commented that the vt happened at home, the patient was brought to the hospital, and it appears that the vt was self-terminated. Technical services (ts) discussed this could be a lead integrity issue and recommended replacing the lead. Tachy therapy was disabled, and the patient was fitted for a life vest while he awaits lead replacement procedure. According to the rep, when interrogated, the device showed again a fault code for high, shock impedance during a ventricular event. The device was explanted and a new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. A gradual rise is shock impedance over the last few months was noted, leading up to this high impedance fault. The shock that triggered the fault was the last of five delivered shocks. The first four delivered shocks were within range. The ventricular tachycardia (vt) continued, and therapy was exhausted. According to the field representative, all therapy was appropriate until the last attempted shock in zone, which switched polarity. The patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) according to field representative. Also commented that the vt happened at home, the patient was brought to the hospital, and it appears that the vt was self-terminated. Technical services (ts) discussed this could be a lead integrity issue and recommended replacing the lead. Tachy therapy was disabled, and the patient was fitted for a life vest while he awaits lead replacement procedure. According to the rep, when interrogated, the device showed again a fault code for high, shock impedance during a ventricular event. The device was explanted and a new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. A gradual rise is shock impedance over the last few months was noted, leading up to this high impedance fault. The shock that triggered the fault was the last of five delivered shocks. The first four delivered shocks were within range. The ventricular tachycardia (vt) continued, and therapy was exhausted. According to the field representative, all therapy was appropriate until the last attempted shock in zone, which switched polarity. The patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) according to field representative. Also commented that the vt happened at home, the patient was brought to the hospital, and it appears that the vt was self-terminated. Technical services (ts) discussed this could be a lead integrity issue and recommended replacing the lead. Tachy therapy was disabled, and the patient was fitted for a life vest while he awaits lead replacement procedure. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.